Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a calibration issue. It was noted that there was a deviation between the stylus and the cursor on the screen and that the xy-board (display/touchscreen) was out of specification. It was also noted that the cord bay door was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radiofrequency (rf) head returned as an associated device subsequently tested out of specification during manufacturer's analysis.